Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration became unavailable during the vitrectomy procedure. It was unknown if this occurred during the ultrasound (us) or irrigation/aspiration (I/a) phase of the procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Correction provided in d.4. Additional information provided in d.9., h.3., h.6. And h.10. The customer did not retain the product lot information for this surgical procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. Based on our current tracking, there are no adverse trends for this reported complaint. Aspiration was reported to be unavailable. A turbid 25 plus gauge (ga) surgical procedure pak was returned and was visually inspected. The sample was tested using a console. The sample could prime, tune with the ultrasonic handpiece, the 0.9mm air bypass system (abs) tip and infusion sleeve from lab stock, and passed intraocular pressure (iop) calibration successfully. The sample passed functionality. The infusion, irrigation and aspiration rates were within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate.